Manufacturer narrative:
Zimvie complaint number (B)(4).

Event description:
It was reported that the implant at tooth site #18 was removed due to nerve injury. During post op procedure patient complained about numbness in area; dr removed implant. Procedure was not completed using another implant or another device, letting area heal. Patient will return when symptoms subside to replace area with a new implant. Symptoms as a result of the event: numbness.

Manufacturer narrative:
Zimvie received one (1) tsx6b10, (tsx implant, 6.0mmd, 10mml) for evaluation. Visual evaluation / functional test was performed, the implant had signs of use with markings from removal. No damage identified or signs of malfunction that would have contributed to the event. Measurements match drawing. DHR review was completed for the subject lot number 1272643. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number 1272643 for similar events and no other complaint was identified. Review completed utilizing keywords: dental : medical : other the customer did not submit images for the reported event. Based on the investigation and risk management file review as per rm-00053-haz, the most likely root cause determined from the investigation was clinician inadvertently selects a length of implant that is too long for the depth of osteotomy prepared. Therefore, based on the available information, a device malfunction did not occur. Signs of use with markings from removal. No damage identified or signs of malfunction that would have contributed to the event. The reported event is non-verifiable. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation.

Event description:
No further event information available at the time of this report.